Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection damage to the motor was found. Additionally wear was found on the bearings and rotor coupler.